Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. A review of the device history records showed that the device was last serviced on march 17, 2011 due a damaged distal end cover and a damaged insertion tube. If additional information becomes available at a later time or if the device is returned, this report will be supplemented accordingly. The instruction manual warns users: "when inserting or withdrawing an endo-therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo-therapy accessory straight into/from the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and pieces of it could fall off."

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the cover of the biopsy cap (md-358) came off and was found inside the patient's colon. The device fragment was successfully retrieved. There was no patient injury reported. The intended procedure was completed with the same scope. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.